Manufacturer narrative:
Device received with cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. Device passed displacement test and self test. No missing segments or back light anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a rainbow effect on the screen that made it hard to read the insulin pump. The customer also reported that the reservoir area caused chipping of pieces of the infusion set. The device will not be returned for analysis.